Event description:
Marpac received an email from a hospital respiratory manager stating that they were experiencing a greater number than normal of trach ties coming loose resulting in decannulations. None of the events resulted in any harm to the pts. After speaking with the respiratory manager, marpac was told that the more active children and children that were picking at the velcro tabs of the marpac 203 with tapered tabs were having the tabs come loose. As a result, marpac redesigned the 203 product to have wider tabs and replaced the on hand hospital stock.

Manufacturer narrative:
This device utilizes user interface module master software version 6.13.90 categorized as remediated. (B)(4).

Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device (cxd). The device was not working. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of the stop button on the pump head doesn't respond was confirmed and duplicated. The reported condition is due to due to disconnection in keypad circuit board vertical interconnect accesses (vias). The pump head module was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "stop button on the pumphead doesn't respond". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with "stop button on the pumphead doesn't respond." It is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.the software version for this device is currently not known.